Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to a component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera ii ultrasound gastrovideoscope exhibited a cut on the pink probe, cracked glue, chip on light guide lens glue, and missing adhesive around the cover there was no patient involvement.